Manufacturer narrative:
A supplemental report is being submitted for a correction to section a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went to the hospital for a scheduled outpatient controller exchange as the controller was nearing end of life.  The controller would not restart the ventricular assist device (vad) and was off for about one minute.  Another controller with unapproved software was placed on the vad and it restarted immediately.  The patient felt fatigued and was kept in hospital overnight for observation.  The vad remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system ¿pump  d4: model #: 1103 / catalog #:  1103/ expiration date: 30-nov-2021/ serial #: (B)(6)  UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun  h4: mfg date: 25-nov-2019 h5: yes continuation of d10: 6935m62 lead implanted (B)(6)2018 407652 lead implanted (B)(6) 2020 ddmb1d4 ICD implanted (B)(6) 2020 305u229 tissue valve implanted (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation and one (1) controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(4) revealed that the returned device passed visual inspection and functional testing. Internal inspection of the controller revealed no anomalies. Log file analysis associated with (B)(4) revealed that (B)(4) was the patient¿s primary controller. Log file analysis revealed four (4) low flow alarms were logged since 27/dec/2023. The low flow alarms are additional findings, not related to the reported event. Based on the available information, the device may have caused or contributed to the low flow finding. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. In addition, log files revealed one (1) vad disconnect alarm was logged on 10/jan/2024 at 13:52:55, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Log file analysis also revealed multiple controller power up events logged between 11/jan/2024 and 12/jan/2024, likely during troubleshooting following the reported failure of the pump to restart on the backup controllers after the reported controller exchange. Log file analysis associated with con426036 revealed two (2) vad disconnect alarms were logged on 10/jan/2024 at 10:09:41 and 10:10:29, indicating that the controller was powered up without the driveline connected, likely in preparation for a controller exchange. This was followed by multiple controller power up events logged on 10/jan/2024 starting at 10:23:12. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up events occurred during a controller exchange. In addition, log files revealed one (1) unsuccessful motor start event was logged at 12:56:13, as well as one (1) vad stopped alarm logged at 12:56:13, indicating a failure of the pump to restart after multiple attempts. Three (3) additional vad disconnect alarms were then logged at 12:56:25, 17:57:04, and 17:57:44, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis associated with con426231 revealed a controller power up, with a successful motor start, event was logged on 10/jan/2024 at 13:40:35. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up occurred during a controller exchange. Of note, con426231 was loaded with a software containing an unapproved pump start algorithm. Log file analysis additionally revealed motor start events recorded on 29/nov/2021 at 14:46:02, and on 16/dec/2021 at 16:20:47, in which the motor start parameters were atypical. The reported failure to restart, atypical motor start parameters and vad stopped alarms were confirmed. The reported "controller would not restart" event involving con426036 was confirmed. The most likely root cause of the vad disconnect alarms can be attributed to the controller being powered up without the driveline connected and a physical disconnection of the driveline from the controller, likely due to troubleshooting. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. Hw41497 was in scope of fca cvg-21-q3-21 (subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: d4: (B)(4). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an elective vad exchange is scheduled for (B)(6) 2025.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad exchange was cancelled and will be performed on a date that has yet to be determined.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated.; additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was reported that review of log file data revealed motor start event with parameters outside of the typical range and vad stop. The patient is from subgroup 3.

Event description:
It was further reported that the vad was exchanged due to previous failure to restart.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5 and additional codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.